Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00125 (collagen corp #1025111). This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested and treated in the past (dates not known) by an unk physician. The pt was initially treated by the physician with two formulations of product in the periorbital fine lines, upper and lower vermilion borders, both oral commisures and a few vertical lip lines. On 4/22/1999 the pt telephoned reporting the onset of symptoms of raised redness with slight swelling at the periorbital treatment sites only. On 4/23/1999 the pt was seen; the physician observed the symptoms reported by the pt. The pt stated that symptoms had been fairly constant. On 5/10/199, the pt called from mexico to report that her eyes lids were swollen, almost closed. The physician advised the pt to be seen by a physician in mexico; that unnamed physician prescribed oral dexamethasone. On 5/13/1999 the reporting physician examined the pt and all swelling had resolved, but the local redness and raised areas at periorbital treated sites persisted. The physician diagnosed the symptoms as hypersensitivity.